Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was revised due to original pocket created for the pulse generator was not deep enough. Reportedly, when the patient would sit up, the pulse generator would fall down causing the atrial lead to be pulled out. After revising the pocket, the atrial lead was repositioned. Thresholds and sensing values were confirmed with the patient sitting and standing up to confirm no dislodgment after the reposition. The lead remains in service. No additional adverse patient effects were reported.